Event description:
Reporter called on behalf of daughter who had an implant for the first time on (B)(6) 2013 for sclerosis. Two rods were implanted and pt was hospitalised for 9 days .shortly after she got home, she started screaming in pain. When the doctor was called , he told patient to go to sleep and never to call him again at 2am. Three days later it was discovered that the rods were broken. The doctor took off the broken rods and replaced with two other rods and additional screws were put in. Surgery took close to 10 hours and after the surgery she had face swelling and the anesthesia altered her thinking. She was later taken for a 2 week check up and doctor said she should find another doctor. The only doctor she found did another surgery and implanted 4 rods and fused her back. She came out of surgery with swollen chin,blisters inside her mouth and on her tongue. She couldn't eat or drink. Even till date, if she smells any chemical it burns her throat. The third set of rods are broken again and no doctor will see her. She read on the internet that some representatives were selling defective rods. At the moment, patient's feet are swollen, she has pressure in her back and chest, blood clot in her lungs and a lot of back pain. The doctors now say they have to break her back because her back was fused by the previous doctor.